Manufacturer narrative:
Correction: health effect - clinical code should be 2330 - discomfort.

Event description:
It was reported that the patient presented in clinic with complaints of pocket stimulation after an acute myocardial infarction. Pocket stimulation was not confirmed. But interrogation revealed that the right atrial lead exhibited low pacing impedance and failure to capture. The lead was reprogrammed to an inactive state. The patient was in recovery.